Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor did not allow solution to flow through the flow restrictor. When the flow restrictor was pulled, flow was observed. This occurred during filling and before patient use. There was no patient involvement. No additional information is available.